Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock and anti-tachycardia pacing (atp) due to oversensed noise on the right ventricular (rv) channel. The was no pacing inhibition or asystole reported. It was noted the intrinsic rv amplitude was out of range. The rv amplitude decreased from 7.0 mv at implant to about 1.9 mv several days later. Further information was provided that fluoroscopy was performed, and it was determined this rv lead micro-dislodged. The decision was made to reposition this rv lead. No additional adverse patient effects were reported.